Event description:
My wife started to get amalgams (silver dental fillings) in 1996 and she started to have major medical problems (endometriosis) 8 laporoscopies, removed her uterus and appendix, migraines. This is not even a start. Colonscopies, cat scans and tons of ER visits from this mercury. We found out about mercury in fillings in october of last year, and had them all removed and the results are amazing. No more diarrhea, headaches, belly pains, lots of energy. All of this could have been avoided. The drs said she had ibs. The only thing she was sensitive to was all the mercury in her mouth.